Event description:
It was reported that calcaneus compression screw broken, the theory is the screw incurred breakage while dis-assembling. Part is not meant to be disassembled.

Manufacturer narrative:
(B)(4). Device will not be returned. If additional information becomes available it will be provided on a supplemental report.

Event description:
It was reported that calcaneus compression screw broken, the theory is the screw incurred breakage while dis-assembling. Part is not meant to be disassembled